Manufacturer narrative:
The reported events were lead dislodgement, inappropriate high voltage therapy due to oversensing noise, decreased r wave sensing, decreased pacing impedance and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue. The reported events of oversensing noise, decreased r wave sensing and decreased pacing impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient received inappropriate high voltage therapy due oversensing of noise on the right ventricular (rv) lead. During follow-up, decreased r wave sensing and decreased pacing impedance were observed on the rv lead. Diagnostic imaging was performed and confirmed that the rv lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.